Event description:
It was reported to philips that system freezing at startup due to ipmi device flexspot pc issue on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Provided guidance on correcting ipmi configuration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).